Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, collar, and tip were microscopically and visually examined. Inspection found the shaft was kinked 4.5cm proximal of the tip and at the collar. There was collar detachment. The hypotube was kinked 34cm proximal of the collar and bent 36-37cm proximal of the collar. There was no other damage or defect found.

Event description:
Reportable based on device analysis completed on 27-sep-2022. It was reported that the stent could not pass through the guidezilla. A 6f guidezilla ii catheter guide extension was selected for use. During preparation, with the used of guide catheter, a two wire were pass till the lesion, and a balloon without any problem. A guidezilla was then used for support. The balloon was removed and tried to pass through a stent, however, the device got damage. The physician decided to stop using the device because it has lot of troubles with other devices. However, device analysis revealed that the collar was detached.